Event description:
According to the reporter: staples did not form properly. There was no excess blood loss and no tissue loss. Another device was applied. Surgery time was extended by more than 30 minutes.